Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. A specific bg value was not provided, and the cause of the high bg was unknown. The infusion set was changed, and a manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.